Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown pca cemented stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
Surgeon commend on loose stem.

Manufacturer narrative:
This event is a duplicate of (B)(4).this event has been reported under MFR report for report # 0001831750-2013-00565.

Event description:
Surgeon commend on loose stem.